Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet only, evidenced by intermittent communication and a sensor reconnecting alert, and was advised to enter the cgm code and restart the ilet; the issue involved communication failure associated with the antenna/electrical-magnetic component domain. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.